Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent anterior lumbar interbody fusion (alif) surgery at l5-s1 due to an unspecified reason. Intra-op while inserting the pin, it broke off and the distal part of the pin (about 10mm) stayed in s1. No patient complications were reported as a result of this event.

Manufacturer narrative:
Additional info: product analysis: the pin was returned with ~14mm of the tip missing. A microscopic review of the fracture surface reveals a fairly steep angulation with a sheer lip at the end of the fracture. There did not appear to be any abnormalities at the crack initiation point that would have lead to this failure. The diameter of the shaft and hardness of the pin were checked and meet print specification. The previous observations are consistent with bend stress overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
X-ray review result: intra-op xray for alif shows a fracture of one of the temporary fixation pins in a vertebral body. This is likely the result of excessive manipulation of the plate and pin in the course of placing the screws. If information is provided in the future, a supplemental report will be issued.